Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in ada site 10 in the mouth, the implant lost osseointegration in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 7 months after the dental implant and abutment were placed in (B)(6) site 10 in the mouth, the implant lost osseointegration in type iii bone. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)